Manufacturer narrative:
REPORTING QUARTER: 4 ((B)(6) 2024). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE NATIONAL JOINT REGISTRY FROM UNITED KINGDOM (NJR-UK), THE FOLLOWING PATIENTS WHO UNDERWENT A PRIMARY TKA PROCEDURE WHERE A JOURNEY II BCS COCR WAS IMPLANTED WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) PATIENTS DUE TO AN UNSPECIFIED INFECTION, ONE (1) PATIENT DUE TO AN UNSPECIFIED INFECTION ALONG WITH REDUCED RANGE OF MOTION AND ONE (1) PATIENT DUE TO UNEXPLAINED PAIN. THE REPORT INCLUDES IMPLANTATIONS PERFORMED FROM (B)(6) 2016 THROUGH (B)(6) 2024. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE JOURNEY II BCS SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT OF THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF 1061 PROCEDURES WITH THE JOURNEY II BCS COCR SYSTEM HAVE BEEN PERFORMED IN THE UK BETWEEN (B)(6) 2016 AND (B)(6) 2024. THE CUMULATIVE REVISION RATE FOR THE JOURNEY II BCS COCR SYSTEM THROUGH 6 YEARS DEMONSTRATES THAT THIS SYSTEM IS PERFORMING IN LINE TO OTHER BICONDYLAR TKA SYSTEMS COLLECTED BY THE NJR REGISTRY (REFERENCED AS ¿THE CLASS¿ BELOW), THUS MEETING THE ESTABLISHED BENCHMARKS. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: AT 1ST POSTOPERATIVE YEAR: 0.4% (0.2%-0.8%) VS 0.4% (0.4%-0.4%) OF THE CLASS. AT 2ND POSTOPERATIVE YEAR: 0.8% (0.4%-1.5%) VS 0.9% (0.9%-1.0%) OF THE CLASS. AT 3RD POSTOPERATIVE YEAR: 0.8% (0.4%-1.8%) VS 1.4% (1.4%-1.4%) OF THE CLASS. AT 4TH POSTOPERATIVE YEAR: 0.8% (0.4%-2%) VS 1.7% (1.7% - 1.8%) OF THE CLASS. AT 5TH POSTOPERATIVE YEAR: 0.8% (0.4%-2.9%) VS 2.0% (2.0%-2.0%) OF THE CLASS. AT 6TH POSTOPERATIVE YEAR: 0.8% (0.4%-7.3%) VS 2.2% (2.2%-2.3%) OF THE CLASS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
IT WAS REPORTED THAT, IN THE NATIONAL JOINT REGISTRY FROM UNITED KINGDOM, THE FOLLOWING PATIENTS WHO UNDERWENT A PRIMARY TKA PROCEDURE WHERE A JOURNEY II BCS COCR WAS IMPLANTED WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) PATIENTS DUE TO AN UNSPECIFIED INFECTION, ONE (1) PATIENT DUE TO AN UNSPECIFIED INFECTION ALONG WITH REDUCED RANGE OF MOTION AND ONE (1) PATIENT DUE TO UNEXPLAINED PAIN. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN (B)(6) 2016 THROUGH (B)(6) 2024.

Manufacturer narrative:
H11: THIS REPORT IS SUBMITTED FOLLOWING THE RETROSPECTIVE REVIEW OF S+N'S SUMMARY MDR REPORTING PRACTICES UNDER EXEMPTION RWD2300584 AND LIT2400780 GRANTED BY FDA. IT WAS IDENTIFIED THAT THE PREVIOUS MDR REPORT (REF. (B)(4)) DOES NOT ALIGN WITH THE BUNDLING CRITERIA OUTLINED BY FDA IN THE RWD2300584 APPROVAL LETTER. AS A RESULT, THE DATA PREVIOUSLY REPORTED THROUGH MDR 1020279-2025-00177 IS NO LONGER VALID AS IT WILL BE MIGRATED AND SUBMITTED UNDER 1020279-2025-00845 BY THE END OF THE THIRD REPORTING QUARTER (OCTOBER 31, 2025).

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;